Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? To address active bleeding from epidural lateral pocket. 2. Where was the surgicel used (on what tissue)? Epidural lateral pocket. 3. How much surgicel was used during the procedure? 3push. 4. Was the surgicel product left in place? Was the excess irrigated and removed? The surgeon irrigated and removed the excess powder. 5. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? The surgeon said he was not sure the root cause, but the case of post-operative hematoma was occurred once in a year. Different point as usual procedure was only using surgicel powder. 6. What is the patient¿s current status? The patient already discharged. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Lumbar spinal canal stenosis decompression surgery l3/4 l4/5. What is the procedure date? (B)(6) 2023. What date was the hematoma discovered? (B)(6) 2023. Was there any medical or surgical intervention performed to treat the hematoma (drainage; re-operation; prescription medication)? After 2-3 days of initial operation, lower extremity pain, left leg pain was confirmed. The patient have x-ray and CT. As a result, the surgeon suspected a hematoma. The patient had a reoperation to remove the hematoma. If medication was required, please clarify if it was prescription strength. The patient needed re-operation. What is the most current patient status? There is no problem. Recovered after reoperation. The patient was discharged from the hospital. This was first time for the surgeon using surgicel powder. The surgeon used the device on the oozing from the epidural lateral pocket with 3 pushes. He washed out the site, but he thought it was not enough to remove the excess powder. He did not use other hemostatic drug and devices. Drain was 10mm size. The surgeon said clogged drainage was not confirmed by the hematoma. The patient postponed about 1 week to stay in the hospital, but he already discarded. [Health injury details] a hematoma developed. Left lower extremity pain [treatment details] there was little effluent, and it was unclear if the drain was clogged. Because of lower extremity pain, the patient underwent a re-operation a few days later. Then, a hematoma was confirmed. It was not clear whether the hematoma was at the same location as the drainage site, but the hematoma itself was not large. [Surgeon¿s comment] ¿the cause is unclear, but there is like only one case of hematoma formation per year, and the only difference from the usual in the details of this surgery was the surgicel powder.¿ the following information was requested, but unavailable: can you identify the lot number of the product that was used? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative hematoma? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar spinal canal stenosis decompression l3/4 l4/5 procedure on (B)(6) 2023 and absorbable hemostat was used. In the ward/ICU, a hematoma formed on the patient. A hemorrhage was identified, venous and from a lateral pocket in the epidural, and absorbable hemostat was sprayed two to three times. After hemostasis was completed, the area was cleaned but it is unclear if it was completely washed out. A 10 mm drain was placed as usual. Postoperatively, the patient complained of left lower extremity pain, so the re-operation was performed. There was no effluent from the drain, and it was unclear whether the drain had reached the hematoma. It was not known if the drain was clogged or if it was a hematoma that did not affect the drain. The hematoma was confirmed during the re-operation, and it was removed, and then hemostasis was reconfirmed. Additional information was requested.